Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that there was missing adhesive/sealant at the forceps cover. Additional findings were as follows: minor scratches on the distal end of the device, a crack at the bending section cover glue, the forceps passage has problem due to a scrape mark at the leak biopsy channel, multiple broken ultrasound image, fluid from the control body, minor dents/scratches on the light guide tube, and the control knob movement (mv) play is loose. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a leak. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: missing adhesive/sealant at the forceps cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the missing adhesive/sealant at the forceps cover could not be determined. Olympus will continue to monitor field performance for this device.